Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and a severe hypoglycemic event. The sensor was inserted into the upper buttocks on (B)(6) 2017. It was reported that the patient woke up crying at 6:00am and when the patient's mother entered the room, she found the patient shaking. The cgm was reading 3.2 mmol/l and the mother had suspected that the patient was lower than that so she took a blood glucose (bg) test and it was 1.9 mmol/l. The patient was treated with 20% dextrose and their bg went up to 8.6 mmol/l within 20 minutes. The ambulance was called and when the patient got to the hospital, her bg had fallen down to 2.1 mmol/l but the cgm showed a much higher bg value. The patient's mother did not recall what the value was. At the time of contact, the patient was still in the hospital on an intravenous (IV) fluid therapy and was in stable condition. No additional patient or event information is available. Data was provided for evaluation; however, the issue could not be assessed because calibrations were not available for analysis. A root cause could not be determined.